Event description:
The customer had been getting high readings. Tested blood glucose and received a result of 364 mg/dl. The customer ate dinner and took 90 units of lantus. The customer went home and passed out. Emergency medical technicians were called and the customer was given juice to drink and something to eat. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.